Event description:
It was reported that the patient was checked by the physician and was told there was a lead anomaly. The patient was scheduled for follow-up to have echocardiography done. This lead remains in service. No adverse patient effects were reported. Additional information received that this lead was surgically explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to e. Initial reporter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to e. Initial reporter correction to d6b. Explant date upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Moreover, lead tip was noted damaged most likely explant damage. An x-ray was performed due to stylet was stuck in the lead and showed conductors look normal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities and did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was checked by the physician and was told there was a lead anomaly. The patient was scheduled for follow-up to have echocardiography done. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was placed on the free wall and had high pacing threshold measurements, so the physician decided to replace the lead. Furthermore, this lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was checked by the physician and was told there was a lead anomaly. The patient was scheduled for follow-up to have echocardiography done. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was placed on the free wall and had high pacing threshold measurements, so the physician decided to replace the lead. Furthermore, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Correction to e. Initial reporter. Correction to d6b. Explant date.

Event description:
It was reported that the patient was checked by the physician and was told there was a lead anomaly. The patient was scheduled for follow-up to have echocardiography done. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.